Event description:
It was reported that both the right ventricular (rv) and left ventricular (lv) leads had high impedance. The rv shock lead impedance was greater than 200 ohms, with a threshold that drastically increased to 4 volts at 0.7 milliseconds. The lv lead had a pace impedance measurement greater than 2500 ohms and no capture, in the lv ring to rv configuration. It was noted that the patient recently took a bad fall and had to go to the hospital. Troubleshooting was suggested. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.